Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suture cut needle driver had a broken cable. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable provide any additional information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. Additionally, the instrument was found to have a frayed pitch cable at the distal clevis hub. The complaint was confirmed by failure analysis.